Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level and was also hospitalized for blood glucose derailments on unknown date with unknown blood glucose value. The customer¿s blood glucose level was 518 mg/dl at the time of the incident. The device will not be returned for analysis.